Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery or occlusion alarms were noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 407mg/dl which was treated with bolus. Customer's current blood glucose was 345mg/dl. Customer stated that insulin pump alarmed for no delivery and that alarm was not going off. Customer also mentioned that they had air bubbles in the tubing. Product will not be returned for analysis.